Manufacturer narrative:
A patient had their system explanted for a unknown reason was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Attempts were made to obtain complete event information. Additional information was not provided.

Event description:
Reference manufacturer number: 1627487-2020-33498. It was reported that the patient underwent surgical intervention wherein the system was explanted for an undisclosed reason. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.